Event description:
It was reported that a twist clamp in the minicap extended life peritoneal dialysis transfer set did not fully close. The patient was able to fully twist off the twist sleeve from the main body of the twist clamp. There was patient involvement, but no injury, medical intervention, or adverse event was associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection of the sample it was found that the occluder feet were broken. In addition, there was no white spot observed during visual inspection on the occluder leg that would normally indicate a possible over-torquing of the twist sleeve. Also, leak testing and clear passage testing were performed but no issues were found. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.